Event description:
It was reported that the patient received therapy for a ventricular episode approximately 16 months ago and the ventricular sensitivity was reprogrammed to 0.15 millivolts. It was also reported that the right ventricular (rv) lead had high thresholds and r-waves less than 1 millivolt. The physician was uncomfortable with the lead performance due to the patient having demonstrated a clinical arrhythmia. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4470 competitor lead, implanted: (B)(6) 2008. (B)(4).